Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550:320:654:0000 was confirmed during product evaluation. The root cause was a damaged inverter harness. The inverter harness was replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a 550:320:654:0000 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.